Manufacturer narrative:
(B)(4) - the item in question was returned for an evaluation and failure confirmation. The subsequent evaluation was able to confirm the reported issue of a broken spoke on the rear wheel. Follow-up filed.

Event description:
The dealer stated that the spokes are broke out of box.

Event description:
The dealer stated that the spokes are broke out of box. .

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.